Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed deteriorated foam inside the assembly. Additionally, the service center found 3.2 missing control dial button and the device had dirt and dust contamination. The service technician also noted error codes e-53 (err_comp_log_sem_timeout), e062 (err_stuck_ramp_key) and e063 (err_stuck_knob_key) present. The device was scrapped as per customer request.